Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was discharged home after being diagnosed with a recurrent septic event. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. Additionally, analysis of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted a log file for review. Analysis of the submitted log file revealed a transient power elevation up to 10.3 watts was recorded on (B)(6) 2021. No external power events were captured on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. The system continued operation on the backup battery until appropriate power sources were reconnected as intended, and support was not interrupted as a result of the event (related manufacturer report number 2916596-2021-02441). The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient was admitted on (B)(6) 2021 for altered mental status, shortness of breath (sob), and electrolyte imbalances. According to the account, the patient was discharged home after being diagnosed with a recurrent septic event. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . Multiple attempts for additional information were made and no further detail was provided. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 29jan2016. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists neurologic dysfunction and sepsis as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.